Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alp2 alkaline phosphatase acc. To ifcc gen.2 on a cobas 6000 c (501) module (serial number (B)(4)). No incorrect results were reported outside of the laboratory. The sample initially resulted in an alp value of 386 u/l and repeated as 316 u/l. The sample was re-centrifuged twice and repeated five times with all results around 200 u/l.

Manufacturer narrative:
The investigation determined the issue is consistent with a high leukocyte concentration in the sample, leading to an accumulation of cells close to the plasma surface.